Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while flying in an airplane. Customer was unable to clear the alarm, despite changing the cartridge. A new cartridge was loaded, resolving the issue. Customer's blood glucose (bg) was over 400 mg/dl. Customer went to the emergency room (ER). While in the ER, the customer consumed juice to treat bg. After 2 hours, customer left the ER with bg of 166 mg/dl.

Manufacturer narrative:
It was reported that "all functions were blocked" during the altitude alarm and customer could not change the cartridge to trouble shoot for the issue.